Event description:
The customer reported troponin quality control (qc) recovery issues and non-reproducible elevated results, for seven patients, involving the access 2 immunoassay system. The initial results were released from the laboratory. The customer is unaware of any impact to patient care. There has been no report of patient consequence associated with this event. Subsequent testing of the patients' sample, on an alternate instrument, produced lower results for all seven patients. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed micro bubbles in the wash pump after priming the dispense probes. The fse noted no obstructions in the wash buffer supply. The fse replaced the wash valve assembly, primed the system and no bubbles were visible in the wash pump. The fse also disassembled and cleaned the wash carousel. High sensitivity system check, system check, calibration, and quality control (qc) were performed and all results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Wash valve assembly. In conclusion, the wash valve assembly is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.